Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-03864 / 03865).

Event description:
It was reported the patient underwent a revision procedure approximately thirteen years post-implantation due to loosening of the patella button. The surgeon noted the cement and patella button failed, which resulted in the patella button loosening. The polyethylene bearing and patella button were removed and replaced.